Event description:
A leica field support specialist (fss) rec'd a complaint regarding sub-optimal tissue processing of 30 blocks from a protocol which completed on (B)(6) 2012. When notifying leica microsystems of this complaint, the complainant advised that a user had replaced the reagent in a bottle designated for xylene with ethanol in error. The complainant also advised that all tissue samples exhibiting sub-optimal processing were diagnosable following re-processing. On (B)(6) 2012, the fss rec'd a further notification of sub-optimal tissue processing from both a one (1) hr and a 12 hr protocol. The complainant later advised that the laboratory had determined that the reagent in the bottle designated for cleaning xylene had been replaced with ethanol in error. On (B)(6) 2012, the fss rec'd another notification regarding sub-optimal tissue processing the complainant described the appearance of the tissue as "cooked" on the edges. On (B)(6) 2012, leica microsystems rec'd info that all tissue sample exhibiting sub-optimal processing were diagnosable and that re-biopsy of a pt(s) was not required.

Manufacturer narrative:
The root cause for the sub-optimal tissue processing reported from the "factory 12hr xylene standard" protocols started in retort b at 16:36pm on (B)(6) 2012, at 16:57pm on (B)(6) 2012, and the "factory 1hr xylene standard" protocols started in retort "a" at 09:48am and 14:42pm on (B)(6) 2012, was use errors. Specifically, a user replaced the reagent in a bottle (13) designated for xylene with ethanol in error prior to commencement of the "factory 12hr xylene standard" protocol started in retort "b" at 16:36pm on (B)(6) 2012. This incorrect user action resulted in contamination of the wax in the four (4) baths with ethanol, because each was used for a wax infiltration step in the protocol. The laboratory subsequently replaced the wax in wax baths 2, 3 and 4, but did not replace the contaminated wax in wax bath 1. The contaminated wax from wax bath 1 was then used in the "factory 1hr xylene standard" protocols started in retort "a" at 09:48am and 14:42pm on (B)(6) 2012 and the "factory 12hr xylene standard" protocol started in retort "a" at 16:57pm on (B)(6) 2012, resulting in contamination of the wax from wax baths 2 and 3. The laboratory also determined that the reagent in bottle 15 (cleaning xylene) had been replaced with ethanol at 12:02pm on (B)(6) 2012 in error. This circumstance resulted in the retorts not being properly cleaned between processing protocols, and is consistent with the presence of a small amount of wax observed in bottles 1 and 2 (formalin).